Event description:
The customer reported via phone call that the insulin pump is alarming motor error during prime. The customer confirmed receiving a motor position encoder error alarm. Blood glucose value was 280 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, and prime test. However, the device was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Motor position encoder error alarm was confirmed in history file. The device had minor scratches on the display window, cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.